Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removing my coils') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced amenorrhoea ("no period after removal of essure"), white matter lesion ("white matter lesions"), numbness in face ("numbness in face"), numbness of lower extremities ("numbness in legs"), feeling abnormal ("cognitive fog"), vision blurred ("blurred vision") and migraine ("migraines"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, amenorrhoea, white matter lesion and migraine outcome was unknown and the numbness in face, numbness of lower extremities, feeling abnormal and vision blurred had resolved. The reporter considered amenorrhoea, feeling abnormal, medical device removal, migraine, numbness in face, vision blurred, white matter lesion and numbness of lower extremities to be related to essure. The reporter commented: patient was 36 years old when she had hysterectomy. All neurological symptoms disappeared within 2 weeks after hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): lumbar puncture - on an unknown date: testing for ms, no results provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: patient initials were updated. New events numbness in face, numbness in legs, brain fog nos, blurred vision, migraines and white matter lesion were added. New reporter was added. On (B)(6)2020: social media received: patient age group was added. New reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removing my coils') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s social media: medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removing my coils') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s social media: medical device removal. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removing my coils') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced amenorrhoea ("no period"). The patient was treated with surgery (hysto). Essure was removed. At the time of the report, the medical device removal and amenorrhoea outcome was unknown. The reporter considered amenorrhoea and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. New event added: no period. Reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.